Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision and release of mesh on (B)(6) 2012 due to pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. On (B)(6) 2012, scar tissue was removed. On (B)(6) 2013, mesh was removed. On (B)(6) 2013, a CT scan revealed 6mm calcification within proximal right ureter with proximal hydronephrosis & perinephric & periurethral stranding, diverticula due to hematuria and right sided flank pain. On (B)(6) 2013, patient underwent a cystoscopy, right stone manipulation without removal, right double- stent placement, right extracorporeal shockwave lithotripsy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.